Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium gordonae during double post-disinfection process with peresal disinfectant. The unit has been set aside and a deep disinfection was carried. There is no report of patient injury.

Manufacturer narrative:
Heater cooler devices, positive in june for mycobacteria gordonae (lab reports provided), were disinfected with peresal on july 2023 and resulted still positive for mycobacteria in samples taken same (lab reports not provided despite multiple requests). According to information provided to livanova for similar events of microbial contamination from the same customer, the customer uses filtered tap water to fill the device, uses the recommended pall-aquasafe water filter replaced every two weeks, adds h2o2 every week when water is changed and replaces the aerosol collection set after allowed use period. However it was reported that the three devices owned are stored full, used in rotation and one of the three is disinfected per week; therefore the devices are disinfected every 3 weeks. H2o2 is checked before use, not everyday. A device service history review has been performed and identified that the unit was manufactured in 2018 and no other similar event has been reported, neither concerning trend has been identified. Based on all the available information it was not possible to identify a specific root cause that remains related to environmental condition where the units operate. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.